Manufacturer narrative:
Submit date: 03/7/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the secure connection broke.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for evaluation. Because a sample was not received, the reported issue could not be confirmed and the root cause could not be identified. At this time, a corrective action is not required. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record review could not be performed because the lot number is unknown. One used sample was received for evaluation. A visual and functional test was performed to the sample. It was observed that the spike connector was detached. A formal investigation has been opened to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.